Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for evaluation.